Event description:
It was reported that the patient was no longer able to pump his inflatable penile prosthesis ipp device. During revision surgery, the physician found that the cylinder had a hole. The device was explanted and replaced with a new ipp. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, the inflatable penile prosthesis (ipp) underwent a thorough analysis. Microscopic inspection revealed that first cylinder had its distal tip completely severed by a sharp instrument, resulting in a hole observed at the proximal end. Second cylinder exhibited a hole in the middle, also consistent with sharp instrument damage, along with wear at the folds in both the proximal and middle sections. The reservoir showed wear at a fold in its shell. The ms pump passed microscopic inspection with no visible damage or abnormalities. During the leakage test, first cylinder leaked at the distal end and second cylinder at the middle; both leaks were associated with areas showing sharp instrument damage. The ms pump and spherical reservoir passed their respective leakage tests. However, the ms pump did not pass the functional activation test. Based on the information available and analysis results, the reported allegations of a mechanical issue and a hole or perforation could not be confirmed; however, the pump not passing the functional test could affect product performance.

Event description:
It was reported that the patient was no longer able to pump his inflatable penile prosthesis ipp device. During revision surgery, the physician found that the cylinder had a hole. The device was explanted and replaced with a new ipp. There were no patient complications.